Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-dec-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station failed to launch the auto launch application. The field service engineer (fse) had worked with technical support specialist (tss) to diagnose the stations had failed to boot into the application after a restart. The issue was linked to a remote support system (rss) update and domain configuration. The fse resolved it by disabling credential manager, allowing proper booting. Dxr addressed further concerns, and the station was confirmed to be fully operational. The system functioned as intended after the technical support specialist assisted the field service engineer to troubleshoot the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, auto launch application was failed to launch. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.